Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was stuck in an airplane mode and alarmed button error and the buttons were stuck in. Customer was able to get out of airplane mode after she got off the airplane. Customer declined button error troubleshooting . Customer also reported to have experienced low blood glucose events and treated with glucose tablets and insulin pump. Customer declined low blood glucose troubleshooting. The insulin pump is not expected to return for analysis.